Event description:
As reported by the edwards field clinical specialist, during the rinse process of the 26mm sapien valve, a black speckle was noted on one of the valve commissures. The valve was removed from the field and will be sent to edwards for evaluation. Per additional information received, there were no particulates noted in the valve jar. The speck was attempted to be removed to no avail. Another valve was used for the case.

Manufacturer narrative:
The complaint device (26mm sapien valve) was returned to edwards for evaluation. The valve was received unused, but detached from the valve holder. During visual inspection multiple blue thread-like materials were found on the inflow side of the valve. Two of these particulates were isolated for chemistry analysis; the isolated materials were approximately 2.0 mm long. The valve was then observed under magnification and there was no observable damage to the valve sutures, frame, skirt, or leaflets. Chemistry analysis was performed on the isolated materials, both particulates showed similar absorption characteristics when compared to cellophane. The device history record (DHR) review of the affected sapien valve shows the device met specifications prior to distribution of device. Engineering evaluation of the returned valve confirmed multiple fibers were attached to the rough (inflow) side of the valve. In the case reported, the ¿speckle¿ was noted during valve rinsing in the second bowl, which indicates that the valve had gone through several handling steps and therefore it is possible that the particulates were introduced during handling at the case. Based on chemistry analysis, the blue cellophane particulates are not similar to known manufacturing sutures, or valve components used on the manufacturing floor. Known blue material outside of the actual manufacturing process includes hair nets and face masks. Ft-ir analysis conducted on these two materials revealed both are manufactured out of a polypropylene type material. This does not match the chemical composition of the complaint particulates as per chemistry analysis. The source of the complaint particulates could not be determined, however, it is possible that they could originate from personnel¿s clothing during handling in manufacturing. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. Sapien valves are manufactured under controlled environments which meet all industry cleanliness classification requirements per iso14644-1, 2. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedures to reduce particles and control contamination that could impact product. Throughout the manufacturing process sapien valves are 100% visually inspected. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. As part of a previous investigation for similar complaints, clarification of the inspection step was added to the manufacturing work instruction. This valve was manufactured after the implementation of the clarification and additional root cause investigation and corrective actions regarding contamination on valves will be implemented.

Manufacturer narrative:
Per the preliminary evaluation of the received complaint device: the valve was observed to have multiple fibers on all three leaflets; particulates were removed for chemistry analysis. Investigation of this event is ongoing.